Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle reader did not turn on my button or by test strips. As a result, the customer glucose "skyrocketed" was sent to the emergency room. The customer further reported receiving medical treatment however, no treatment detail was reported as the customer refused to provided additional information. There was no report of death or permanent injury associated with this event.